Manufacturer narrative:
Additional event description: patient's post-op best corrected visual acuity was 20/20 as of (B)(6) 2016. Device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+3.0/096 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. On (B)(6) 2016 the lens was replaced with a shorter lens. As of the date of MDR submission, the lens has not been returned to the manufacturer for evaluation.